Event description:
It was reported that the external pulse generator (epg) powered on with a self test error message. Technical services (ts) provided assistance in resolving the issue by directing the biomedical engineer (be) to remove and reinsert the battery, which subsequently cleared the error message. The error was "forced" and the be was able to clear the error each time. The be will leave the epg in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).